Event description:
The pt service representative (psr) assisting a (B)(6) male pt contacted zoll customer support to report that the pt had a bent pin in the electrode belt connector. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon evaluation, pins in the electrode belt's trunk cable connector were bent is a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.